Manufacturer narrative:
(B) (4).

Event description:
It was reported the ins was not charging. The recharger screen was unresponsive. Troubleshooting was performed to reset the recharger which solved the issue with the recharger screen. The pt also experienced pain at the pocket during recharging. The pain was enough to make the pt not want to recharge the device. It was unk if the device was still delivering therapy. Additional info has been requested.